Event description:
It was reported that the leakage occurred. "IV start worked fine, once rn went to flush IV, IV hub started leaking despite hubs being tightened. IV had to be exchanged for new one. After IV removed and further investigated, IV appeared to have been indented". "Needed a new IV".

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage with lot 5329070 regarding item #383536. Device history record of lot number 5329070 has been reviewed. No related quality issues or process deviations were found during built and packaging this lot. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.